Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Pump passed the displacement test but failed during prime/a33 rewind test due to loose drive support disk. Unable to verify no delivery alarm due to loose drive support disk. No charge/battery lasts less than expected anomaly.

Event description:
Information received by medtronic indicated that the insulin pump received random no delivery alarm also the delivery of insulin was much slower. Customer also stated that battery life was diminished to 5-10 days. Customer also stated that rewind was slower. No harm requiring medical intervention was reported. The device will not be returned for analysis.